Event description:
International affiliate reported that device was used after right hip arthroplasty in 2005. The patient developed a fever and infection approximately three weeks following the procedure. Antibiotics were administered. No further information was provided.